Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the actual device was returned for evaluation and testing. The small battery drive device (sbd) was evaluated and it was determined that the unit had no power. Therefore, the reported condition that the device stopped working was confirmed. It was noted that the motor was corroded, there was an unknown substance on the outside of the device, and there was no voltage output on the electronic control unit (ecu). It was further determined that the device failed pretest for check the off/oscillation/on switch mode function, check the compatibility between colibri/sbd and colibri ii/sbd ii, and check the function with electric pen drive (epd) console. The assignable root cause was determined to be due to improper cleaning methods, which is user error/misuse/abuse. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure it was observed that the small battery drive device stopped working. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.